Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were multiple high priority downstream occlusion alarms. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was not confirmed. The cause of the reported issue was unknown. As a result, the downstream/upstream occlusion seals were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump failed the downstream occlusion test. During physical inspection, it was found that there were multiple high priority downstream occlusion alarms. There was no patient involvement, no injury was reported.